Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent to treat a lesion. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. It was reported that stent dislodgement occurred in vivo during delivery to the lesion. The dislodged stent remained on the wire in the vessel and the wire position was never lost. The stent was recrossed and a post dilatation balloon was used to tack the stent into position. It was also reported that device removal difficulties were encountered prior to stent deployment. Patient was stable and transferred to recovery. No further patient injury was reported.

Manufacturer narrative:
Correction: the device was being used to treat a calcified and tortuous lesion with 80% stenosis located in the mid lad. A 6f launcher guide catheter was used to engage the coronary arteries via the right radial artery. The lesion was pre-dilated with a 2.5 x 15mm non-medtronic balloon, a 3.0 x 15 mm non-medtronic balloon and a 3.0 x 15 mm medtronic euphora rx balloon. The resolute onyx stent was attempted to be advanced across the lesion, however it became lodged in the proximal cap of the lesion and could advance no further. In an attempt to retrieve the stent, removal difficulties were encountered and the stent dislodged and was positioned in the proximal lad. The dislodged stent was then deployed successfully in the proximal lad with a 2.0 x 15 mm and a 3.0 x 20 mm non-mdt balloons. Final angiography revealed no evidence of dissection or perforation with timi flow 3. However, there is persistent original stenosis to the mid lad and the patient is planned for coronary artery bypass surgery. Patient was stable and transferred to recovery. No further patient injury was reported. Relevant history added (b7) annex b, annex c, annex d codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.